Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue and revealed the nurse call cable fits loose into the nurse call receptacle. The nurse call light did not come on at the nurse call test fixture when weight is taken off the sensor pad. The nurse call light turn on and off when weight is off the sensor and the nurse call cable is moved. (B)(4).

Event description:
Customer reported when the nurse call cable is inserted into the nurse call outlet it does not have a tight fit. The issue was discovered during setup, but the date is unk. No pt incident or injury reported.